Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 244 mg/dl. Reportedly, the cause of the impacted bg level was not due to the pump or supplies; the customer's bg level was high because he just ate. Additionally, it was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. The customer's blood glucose level was not impacted due to the wake button issue. Reportedly, customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed and the wake button issue was verified. However, the high blood glucose (bg) level issue could not be verified. Additionally, a different issue was identified.